Manufacturer narrative:
The technician was unable to duplicate the reported event but noted the motor cartridge was corroded.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the core micro drill was able to run while in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.